Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that a pressure loss was occurred on plegiox in a short time of period and pressure went to 0. Customer changed the transducer and occlusions were fine and therefore customer states that the failure is related with the plegiox itself. Alternative plegiox was used and pressure was held. The failure was detected before use. No harm to any person was reported. The product was investigated at maquet cardiopulmonary gmbh laboratory on 2026-01-16. The visual inspection revealed no abnormalities that would indicate any leakage of the product. Further, the product passed the leak test of the blood and water side. There could not be found any abnormalities that could cause to pressure drop. Technically, the plegiox was found as leak-tight as in accordance with its intended function. Based on these, failure could not be confirmed. Based on the investigation results, exact cause of the reported failure could not be determined as no failure could be detected with the product. Further, the device history review was performed for the affected plegiox. The production records of the affected product were reviewed on 2026-01-20. In this affected finished product chx 30u#plegiox heat exchangerunsteril, material #701035296 a plegiox (00300#plegiox grundmodell) with lot # 3000367092 and UDI# (B)(4) was used, and a review was done on 2026-01-20. Following tests are performed according to the bop as a 100 % inspection: - heat exchanger stress test - gas and water side leak test according to the final test results, the plegiox with lot# 3000367092 and UDI# (B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Instruction for use of the product includes the below warnings: warning! Leaks and damage on the heat exchanger. Can lead to infections, blood loss and embolisms in the patient. Before priming the heat exchanger, allow water to flow through the water-carrying chamber of the heat exchanger using the heater-cooler unit. Check the heat exchanger to ensure that it is tight and that there are no leaks, particularly towards the blood or cardioplegia-carrying chamber. Do not use the heat exchanger if there are any leaks. Check the non-return valve of the de-airing line for leaks. Replace the non-return valve if there are any leaks. Notice! Checklist prior to heat exchanger use check that all luer lock connections are secure. Check the correct direction of flow through the heat exchanger. Check that all tube connections are secure. Check that the temperature measurement is functioning by setting the heater-cooler unit to 37°c and comparing the water outlet temperature with the temperature at the connector for the temperature probe. Check your temperature measurement range in the event of an unusual deviation. Check the set pressure limits, pressure interventions and their function. Check the leak-tightness of your perfusion system including the cardioplegia heat exchanger. Ensure that the incoming tubes from the oxygenator and from the cardioplegic solution are inserted in the correct direction of flow. Ensure that the incoming tubes have the correct configuration in the pump, e.g., the setting of the corresponding tube diameter. Ensure that all roller pumps used are occlusive. Set the desired mixing ratio for the blood cardioplegia according to your application. Ensure that the cardioplegia pump(s) stop when the arterial pump stops. Carry out a zero calibration of the pressure transducer. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a pressure loss had occurred on plegiox in a short time of period and pressure went to 0. Customer changed the transducer and occlusions were fine and therefore customer states that the failure is related with the plegiox itself. Alternative plegiox was used and pressure was held. The failure was detected during priming. No harm to any person was reported. Since the reported failure is related with pressure issue and that could affect safety and performance of the device, the complaint is reportable. Complaint # (B)(4).